Manufacturer narrative:
Primary device was implanted (B)(6) 2017 (exact date unknown). Additional devices may be added at a later date based on available information. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation due to high impedances on multiple lead contacts. Surgical intervention was undertaken to explant and replace the lead.

Event description:
Follow up information identified postoperatively, effective therapy was restored.

Event description:
Additional information identified the implant date of the patient¿s lead, as well as a concomitant device.

Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2018 rather than (B)(6) 2018.